Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing some high shock lead impedances and there was an out-of-range measurement, other trending on the lead appears normal. No events with noise were noted in the logbook. It was recommended to monitor for now. The rv lead remains in service. No adverse patient effects were reported.